Event description:
User receiving high results for creatinine. Total number of patient sample affected was not given, four examples were provided. Sample 1, initial result 2.84 mg/dl, repeat 0.80 mg/dl. Sample 2, initial result 2.19 mg/dl, repeat 1.02 mg/dl. Sample 3, initial result 1.48 mg/dl, repeat 1.02 mg/dl. Sample 4, initial result 1.72 mg/dl, repeat 1.31 mg/dl. One of the initial results was reported, no adverse events were reported in association with the incorrect results. User replaced the reagent cassette and recalibrated, which improved performance of the assay.